Manufacturer narrative:
This report will be updated if additional information becomes available.

Event description:
It was reported that the patient implanted with this pacemaker inquired about the battery longevity. The patient had concerns of premature battery depletion (pbd) as he recalled that the device had a 10 or 12 year life expectancy however at a recent checkup they were informed that the battery longevity projection was 5 years. Boston scientific technical services (ts) explained the difference in expectancy between different models of devices and recommended the patient contact their physician if they had further concerns. Boston scientific field personnel had no further information regarding this event. This device remains in service. No additional adverse patient effects were reported.